Event description:
It was reported that noise was observed on both leads, and oversensing continued to trigger the lia (lead integrity alert). An episode of noise lasting approximately 3 seconds was noted when the patient shrugged his shoulders when seen in the office. The noise appeared to be motion related. When the patient was very active, long strings of oversensing were noted, while having the patient lay still for periods of time, it was not. The leads were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual leads were not received for evaluation; however, performance data was collected from the device and analyzed. The lead integrity alert was installed and was tripped. The lifetime ventricular sensing integrity counter was 88664, and this value had been increasing since implant. A high value of this count can indicate a possible intermittency in the system.